Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed did not provide correct autocorrections, with the pump failing to deliver any bolus despite correct parameters being entered. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting confirmed that the bolus wizard settings, blood glucose values, and carb entries were correct, and the calculated bolus was not modified. However, the pump did not make correct calculations based on the entered information. The discrepancy was explained, and the customer was advised to manually enter bolus amounts. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement accuracy test. Unit passed dat test at 0.0873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 97.6 units of normal bolus was delivered on 07/05/2025 between 00:05:02.000 and 23:35:10.000. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.